Event description:
It was reported that during a da vinci-assisted surgical procedure, ¿the vessel sealer jaws were sticky." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) was present for the roux-en-y bypass procedure. The csr stated that with a brand new vessel sealer extend (vse) instrument, the customer sealed and transected omentum tissue, but once the jaws opened, the fat was stuck to the sealing surface of the jaws. Csr stated it looked like build up on the jaws. The customer resolved the issue by wiping down the jaws of the vse. There was no tissue damage nor medical intervention required. They completed the case using the same vse. There was no clamping nor unclamping issues. The procedure was completed with no report of patient injury. The customer will not return the vse instrument.

Manufacturer narrative:
The vessel sealer extend instrument will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history indicates that there are no other complaints for this product. No image or procedure video was provided for review. A review of the instrument log for the vessel sealer extend (part # 480422-01/lot # l91211115-0285) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2022 on system (B)(4). This is a single use instrument. This complaint is being reported based on the following conclusion: it was reported that tissue was sticking to the jaws of the vessel sealer extend. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.